Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert code 61 indicating an external flash write error, after which a replacement device was arranged and the user switched to backup therapy while continuing cgm use. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, hospitalization, or long-term health impact. Investigation included review of device data handling procedures, user instructions for shutdown to prevent further alerts, and logistical replacement processes. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.